Event description:
Customer reports obtaining results of lo, lo, and 201 mg/dl within 2 minutes on the same device. No action as taken based on device results. No adverse event reported and no treatment received. No quality controls were used. No strip info provided. Requested return of suspect device and replacement was sent.